Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. No product or data logs were returned for evaluation. Clinical details noted that a leak was observed from purge sidearm and low purge pressure was observed in the field. The root cause of the purge leak - pump is most likely due to a damaged sidearm but the exact location of the leak could not be determined as no product was returned for evaluation. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26031 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported the patient was on impella cp support and shortly after the implant, the pump started to leak from the side arm, this caused low purge pressure. The pump was explanted and there was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high-risk cpi. Section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿